Event description:
Ous MDR - the evia dr-t was implanted on (B)(6) 2011. According to the me, the battery capacity shows 85% even though it has been about 8 months since the implantation and the battery remnant shows 10 years 0 month. This seems to be early battery depletion. This is all of the info that was provided to us. All available info suggests that this device remains implanted. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the insp of the quality documents associated with the manufacture of this particular device and the returned device data. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned data was analyzed. The review of the pacemaker dump indicated an increased current consumption leading to the clinical observation. To exclude any potential harm for the pt we would therefore like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgement determine decisions about pt care and the frequency of f/u sessions.